Event description:
It was reported to boston scientific corporation that a hydrothermablation procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2012. The patient age was reported to be over 18 years. According to the complainant, "several" minutes into the ablation phase, a fluid loss alarm was noted followed by another fluid loss alarm after a second tenaculum was added. It was unclear if a "cervical leak" occurred at this time. The hta procedure set was changed out and the procedure was successfully completed. Follow up received from the attending physician however did confirm a "cervical leak" occurred during the ablation phase. It was further confirmed there was no patient injury nor any related complications. The patient was reported to be "fine".

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.